Event description:
It was reported that an external blood leak was observed from the access sample site filter of a prismaflex st100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed blood leakage at the level of the access post pump sample site. This component is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the sample site defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.